Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the emergency room for multiple shocks. An interrogation revealed that this right atrial (ra) lead and right ventricular (rv) lead were dislodged as confirmed by x-ray. Both leads were rolled up and twisted in the pocket. The physician classified this patient as a twiddler. The leads were explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.